Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon mentioned the left arm control is drifting. Casey was not present in the operating room at the time of the call and indicated that the issue is occurring with the console located in the back right side. The surgeon stated the left master controller would drift when the surgeon took his hands out. Surgeon's head was outside of the viewer when he released the grips and has been an ongoing issue with this system at the last hospital. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and configured and calibrated. The fse then replaced the master tool manipulator (mtm2). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm 2) for failure analysis investigation. The unit was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a sftp where all relevant testing was passed within specification. Once testing was completed, the mtm2 was inspected, and no fault to be identified.